Event description:
A hospital in (B)(6) returned an hc232 CPAP humidifier to our (B)(4) regional office, stating that the "unit has been found to have scorching at the mains input and crazing near the control buttons" and that the mains lead "was melted and burned." There was no pt injury.

Manufacturer narrative:
(B)(4). Method: the customer informed us that they had thrown away the power cord, so it was not available for eval. The returned CPAP unit was visually inspected externally and internally for heat damage. The unit was also powered up using a new power cord. Results: smoke stains were present on the external casing around the power cord inlet. The unit started and worked normally with the new power cord. Conclusion: the MFR of the power cord concluded in their investigation report that prolonged bending of the lead had caused the failure at the plug. This prolonged bending stressed the wire strands at the crimped joint, causing them to break gradually and finally resulted in arcing that melted the copper strands as well as the pcv over-moulding. (B)(4).